Event description:
Collapsed round plastic disk. A small amount of fluid in the disk. On close of cyamination of the implant and valve tubing, it was noted that the valve tubing itself was cracked off in the plastic connector of the tubing. Rt breast implant removed.